Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During atrial tachycardia procedure, the impedance value showed around 100 ohms with no trouble when the catheter was inserted into the heart and connected to the tactisys. The impedance value went up around 250 ohms once the rf energy was delivered. The catheter tip was checked for blood clots with none found. The dispersive pad was exchanged. The ampere generator was power-cycled with no resolution. The catheter was replaced to a new one and the ablation started. Yet, the reported high impedance problem remained. The catheter was replaced to a non-abbott catheter and the procedure was completed with no adverse consequences onto the patient. A delay in procedure occurred due to this issue. After the procedure, the ampere was replaced to resolve the issue.

Manufacturer narrative:
One ampere¿ rf ablation generator, pn 100082071 and sn (B)(6) was received for evaluation. The reported complaint could not be confirmed during the evaluation. Ablation was simulated, and the generator functioned as designed. Various impedance levels were inputted using a decade box and the generator displayed the expected result. However, a review of the engineering logs revealed a lag processing error. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.